Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that one year after implant the implanted position of head was suppurated and bleeding, and the location of the ins in their chest had swelling. The healthcare provider (hcp) advised the patient to be treated conservatively. The patient was home and was directed to use an antiphlostic needle, if this was not possible the hcp suggested to change the position of the ins pocket to the left side of their chest. It was noted there were not more than 50% of symptoms reduced. The cause of the issue and troubleshooting performed were unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Updated to "intervention required." "Other" no longer applies. Product ID 3389-40, lot# 0205279700, implanted: (B)(6)2012 explanted: product type lead. Product ID 3389-40, lot# 0205524555, implanted: (B)(6)2012 explanted: product type lead. Patient code (B)(4) does not apply. For additional details. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified there was no intracranial hemorrhage, and the lead position appeared infected with gathered blood exudation. It was unknown if a revision had been performed at this time. No further complications were reported/anticipated.